Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the left mesh leg assembly when it was being thrown through the arcus tendineus, and became lodged in the pt's "side wall." The physician decided to leave the needle inside the pt because it would be too hard to retrieve. The physician sutured the leg assembly to the "wall" by hand, and completed the procedure with this device without further complications to the pt, who is reportedly "fine" post-procedure.